Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right ventricular (rv) and another manufacturer's right atrial (ra) leads, developed an infection at the device incision site. The local field representative reported that the physician wanted to soak the device in an antibiotic solution and clean the device pocket with solution. Boston scientific technical services (ts) discussed off label product use. No additional adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular lead was explanted shortly after the original treatment due to the infection. Additionally, the implantable cardioverter defibrillator (ICD) and other manufacturer's right atrial (ra) leads were also fully explanted. The patient continues to receive treatment and will have a new system implanted on the right side in the near future.

Manufacturer narrative:
Subsequent information was received that the device was soaked in an antibiotic solution, the pocket was cleaned and the device was then placed back in the pocket and connected to the chronic leads. The patient was administered intravenous antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.